Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 84mg/dl-110mg/dl fasting. Verified the strips expire 3/31/2017. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(4). The customer is concerned with the results of 159mg/dl, 125mg/dl and 143mg/dl in the meter's memory. The code chip matches the test strip. The customer is not a diabetic. The customer had blood glucose test result higher 2 days ago before customer opened the new container of test strips. The customer has not had any changes in diet.